Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that home monitoring indicated that there were 2 atrial tachycardia episodes on (B)(6) 2016 and loss of capture was noted on the rv lead. It was recommended to evaluate threshold measurements. There was no mention of intervention.